Manufacturer narrative:
Additional information: a medtronic representative reported that the site radiologic technologist (rt) performed system calibrations, and the issue was resolved. They have completed several successful subsequent cases. Correction: a medtronic representative tested the system after calibration. The imaging system passed the system checkout and was found to be fully functional. The reported issue could not be duplicated.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
On site investigation was preformed, the field representative rebooted the system which improved the image quality. The field representative also instructed the site radiologist to preform necessary calibrations as they were overdue. No further issues were reported. No parts were replaced or returned.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the images taken with the imaging system were very bright. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.